Event description:
It was reported that the customer experienced high blood glucose levels and was subsequently hospitalized. The customer stated that his insulin pump stopped working and quit delivering insulin. The customer's blood glucose then rose to 768 mg/dl, which then led to the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.